Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: · led is dim · blade looks worn · housing looks worn · leak between plug and cover based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is improper use during operation and the reconditioning process. Moisture penetrates the interior through the leak between the plug and the cover, which affects the electronics and can lead to a reduction in light intensity. The instructions for use specify that a visual and functional inspection must be carried out before starting any work, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac blade has weak light. No negative impact in state of health reported.